Event description:
This device was ordered in october to ship for surgery the following day. The device did not ship. The pt was under anesthesia, the procedure had to be cancelled since the device did not arrive on time. The pt was sutured and sent home until the device arrives. As of 3rd day the device had not yet arrived at the hosp.